Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Imaging system failed imaging modalities. System in stand alone mode. Mvs not communicating with system. Replaced umbilical cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The part was returned to the manufacturer for analysis. Investigation of the mvs interface cable confirmed reported problem. Broken cable wires (pin 10 and 2) on the imaging system's end. The hardware investigation found that reported event was related to an electrical failure mode; connector damaged. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that another medtronic representative reported to him that while in a procedure, the imaging system was unresponsive in stand alone mode" and unable to initialize communication between the mobile view station (mvs) and imaging system. Issue occurred while a patient was present. The site re-booted the imaging system five times and after the fifth time, the system initialized communication and functioned as it should for the case. However, there was no reported delay to the procedure due to this issue because the issue was noticed prior to the surgeon needing it. He was notified, and continued to use fluoro instead of navigation for the remainder of the case. No impact on outcome of patient. No further details regarding this issue, or specifically during what procedure, were provided.